Event description:
It was reported that a call was received about three weeks ago from the pt's audiologist requesting assistance with programming the pt as she has had to experience with med-el. Child had not been seen in the clinic since 2005. The family called the clinic at the end of december stating that the pt was complaining that her speech processor was broken, they were seen in late 2007. Troubleshooting seemed to indicate a defective speech processor. The family returned to the clinic again with complaints that the pt was not responding again. Equipment checked fine, the audiologist adjusted mcl levels and again felt that the pt was responding better. The family called the clinic about three weeks ago, indicating that the pt was again not responding well. Testing was carried out by med-el on two months later in 2008 confirming that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted. It is to be returned to the MFR for eval. When avail, a device failure analysis will be submitted as a follow-up report.